Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-09. H6: investigation summary: bd received a used 20 gauge nexiva single port IV catheter system from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no visible damage and all components were in the correct position. Next, a water/air leak test was performed and no leakage was observed coming from any area of the device. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed the definitive root cause could not be determined.

Event description:
It was reported that the unspecified bd nexiva catheter experienced leakage. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. They had an issue with a nexiva catheter leaking out of the back. They do not have the lot or packaging.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd nexiva catheter experienced leakage. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown.  They had an issue with a nexiva catheter leaking out of the back. They do not have the lot or packaging.